Manufacturer narrative:
G4: 14jan2020. B4: (B)(6) 2020. The manufacturer¿s international service technician confirmed the reported battery issue. The manufacturer¿s international service technician replaced the battery to address the reported problem. The problem had been solved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
The customer reported that there was a backup battery fault. There was no patient involvement.